Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator had delivered an inappropriate shock due to atrial fibrillation with rapid ventricular response. Programming changes were performed. The patient condition was unknown.